Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (resetting) was confirmed. As received, the charger/modem was resetting. Upon evaluation, the charger exhibited a bga failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation is underway. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger was resetting.